Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump indicated a data log corruption. In addition, it was reported that an occlusion alarm occurred and a that the insulin gauge was inaccurate. The customer's blood glucose level ranged from 144-159 mg/dl. Customer reloaded the same cartridge to resolve the occlusion and fill estimate issue. Customer continued using the pump for insulin therapy.